Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient experienced a few hot spots, but miradry treatment was successfully completed. Ulcer observed 4 days post treatment. Clinic reported ulcer was resolving. Bactroban was prescribed to prevent infection.